Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor found the cannula intact with no broken parts observed during our analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that it was impossible to insert the sensor. The sensor had a missing cannula. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.